Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted products will not be returned per hospital policy. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the device was explanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted products will not be returned per hospital policy. No further information has been obtained.